Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-09507. It was reported that the patient presented to the emergency room with syncope. It was noted that the right ventricular and left ventricular leads exhibited loss of capture. It was also noted that the right ventricular lead exhibited r wave amplitude variation and noise. The right ventricular lead was explanted and replaced. The left ventricular lead will continue to be monitored. The patient was in stable condition.